Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported leaking of insulin the very first time he used the infusion set 2 months ago. Pt stated he identified the leak because he could smell the insulin and then he noticed the leak. Pt reported he woke up one morning with a blood glucose reading of 385 mg/dl. Pt stated his normal blood glucose range varies throughout the day between 120-170 mg/dl. Pt stated he has had issues with the e4 (occlusion) error twice in the past. Pt reported he observed the issue a month ago for the first time after receiving an e4 when attempting to bolus. Pt stated he removed the infusion site after he received the e4 and the infusion set cannula was crimped/bent. Pt uses the insertion assist plus device to insert the infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.